Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. On (B)(6) 2016: tandem technical support reviewed pump data and confirmed fill estimates readings.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process after multiple attempts. It was also reported that the customer received an inaccurate fill estimate. Additionally, the customer received a cartridge alarm 08. It was indicated that the customer allowed the pump to run out of insulin overnight. The customer's blood glucose level was 400 mg/dl. The customer stated that would load a cartridge and resume insulin.